Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a torn processor socket side cord. There were no reports of patient harm.

Event description:
It was reported, that the subject device had a torn processor socket side cord. The issue was identified, prior to an unspecified procedure. And it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since, the device is more than 15 years old. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the results of the investigation, it is likely, the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. Based on the investigation, no nonconformances were found related to this complaint. There is an indication, that this device was not used in accordance with the instructions for use/labeling. The event can be prevented, by following the instructions for use, which state: never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.